Event description:
On january 4, 2007, it was reported to boston scientific corporation that, during the placement of a wallstent enteral endoprosthesis on a female, the stent wouldn't "normal release". The device was removed and the patient was to undergo another procedure at a later date. No patient complications were reported.

Manufacturer narrative:
A visual examination of the device returned revealed, that the stent was fully mounted, some of the distal stent wires had perforated the outer sheath, and the shaft of the device was kinked. An attempt to retract the outer sheath was made; however, a restriction was met due to the stent wire perforating the clear section of the outer sheath. Examination of the deployed stent noted that the distal stent wires were severely damaged and uncrossed. The root cause of the failure is unk. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The march 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.